Event description:
Pre-checks were completed as per manufacturer's manual copy of alert ambulance as per policy and procedure of alert ambulance. Ventilator was attached to a ventilator dependant patient for transport to local rehabilitation facility. Upon application of the ventilator, with appropriate vent settings, the patient's spo2 began to decline and patient demonstrated through signal that they were not receiving appropriate ventilations. The ventilator was removed from the patient by the paramedic transporting crew, discussion with the respiratory staff and nursing staff ensured; the ventilator was replaced by a second device of the same manufacturer, which operated appropriately and the transport continued without further issue. The patient was transported to the rehabilitation facility, remained hemodynamically stable, care was transferred to the nursing staff. The first ventilator was removed from service to be returned to the manufacturer for evaluation and repair.

Manufacturer narrative:
Smiths medical pm, inc. Kits a patient circuit and regulator and packages it with the ventilator. The ventilator was returned to smiths medical pm, inc. Technical service department for evaluation. The ventilator passed all functional testing.